Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm (toxo igm) results for 2 patient samples on a cobas e 801 module. For patient 1, the initial result was 1.64, interpreted as positive. The repeat result was negative. For patient 2 the initial result was 1.07, interpreted as positive. The repeat result was negative. The units of measurement were requested but not provided. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.